Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Customer was unable to verify how much insulin was loaded into the cartridge. Customer's blood glucose level was 412 mg/dl. Reportedly, the customer was able to successfully load the cartridge with additional insulin.